Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.